Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump alarmed motor error on (B)(6). Customer believes two of the alarms occurred during bolus and the other one during fill cannula. Customer doesn't recall her blood glucose level at the time of the alarms. Customer used the sensor feature and was able to rewind the device. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. No delivery alarm was noted in the device alarm history. Customer was also hospitalized due to high blood glucose of 20 mmol/l. Customer declined troubleshooting for high blood glucose.